Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 3 inappropriate anti-tachycardia pacing (atp) and 8 tachy shocks due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr). This happened in an isolated episode and therapy was exhausted. There was no further information regarding corrective actions taken. No additional adverse patient effects were reported.